Event description:
Customer claims to have had ear pierced with the inverness ear piercing system at a retail vendor on 11/21/97. She sought medical treatment for an infection at the ear piercing site on 12/29/97. She was given IV-antibiotics.